Manufacturer narrative:
The product was not returned for analysis. A review of the manufacturing documentation associated with this lot 17351062 presented no issues during the manufacturing process that can be related to the reported complaint. This device is available for analysis but the engineering report is not yet available. However, it will be submitted within 30 days upon receipt.

Event description:
As reported a saber x pta dilatation catheter was inserted, after a smart stent was deployed however the smart stent edge caught the saber pta and it ruptured. Therefore it was replaced with a new balloon catheter. The procedure finished successfully. There was no reported patient injury. The product was clinically used and it will be returned for analysis. The target lesion was the common iliac artery.  The patient¿s information, patient¿s vessel level of tortuousness, calcification and the rate of stenosis was unknown.

Manufacturer narrative:
After further review of additional information received the following sections have been updated accordingly: date received by manufacturer, 30-day, additional information and device evaluation, device evaluated by manufacturer. As reported, a saber rx percutaneous transluminal angioplasty (pta) dilatation catheter was inserted after a smart stent was deployed; however, the smart stent edge caught the saber pta and it ruptured. Therefore it was replaced with a new balloon catheter. The procedure finished successfully. There was no reported patient injury. The target lesion was the common iliac artery. The patient¿s information, patient¿s vessel level of tortuousness, calcification and the rate of stenosis was unknown. There was no difficulty removing the product from the hoop. No difficulty was encountered when removing the protective balloon cover. There was no difficulty removing the stylet or any of the sterile packaging components. No kinks or other damages were noted prior to inserting the product the product into the patient. The product burst when the complaint product attempted to go through the stent. The device prepped normally (i.e. Maintain negative pressure). The product was removed intact (in one piece) from the patient. A non-sterile saber catheter was received coiled inside of a plastic bag. The balloon was received deflated and appeared to have been inflated. No anomalies were observed on the received unit. Leak test was performed, and a leakage was observed at the balloon¿s middle section. Sem analysis was performed to the received unit and results showed the leakage was caused by a rupture on the balloon¿s middle section. The external surface of the balloon presented evidence of scratch marks near the balloon rupture and it¿s very likely that the same factors that caused the abrasions and scratch marks on the balloon¿s outer surface could have also contributed to the rupture found on the received balloon. The internal surface of balloon did not present any evidence of damages. No other anomalies were found during the analysis. A device history record (DHR) review of lot 17351062 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. The reported ¿balloon burst¿ was not confirmed due to the technical definition of a burst, however a leakage was confirmed, which may appear to the user as a burst, through analysis of the returned device. The exact cause of balloon leak found could not be conclusively determined during analysis. Based on the limited information available for review, vessel characteristics (although unknown) and/or procedural/handling factors (balloon was caught on stent) likely contributed to the reported event as evidenced by the scratch marks noted during sem analysis. According to the instructions for use, which is not intended as a mitigation, ¿the rated burst pressure is based on the results of in vitro testing. At least 99.9% of the balloons (with a 95% confidence) will not burst at or below their rated burst pressure. Use of a pressure monitoring device is recommended to prevent over-pressurization. Prior to angioplasty, the catheter should be examined to verify functionality and ensure that its size and shape are suitable for the specific procedure for which it is to be used. Carefully advance the catheter to the selected stenosis. Caution: if strong resistance is met during advancement or withdrawal of the catheter, discontinue movement and determine the cause of resistance before proceeding. If the cause of resistance cannot be determined, withdraw the entire system.¿ neither the DHR review nor the product analysis suggests that the event experienced by the customer could be related to the manufacturing process; therefore, no corrective/preventive action will be taken at this time.

Event description:
As reported a saber x pta dilatation catheter was inserted, after a smart stent was deployed however the smart stent edge caught the saber pta and it ruptured. Therefore it was replaced with a new balloon catheter. The procedure finished successfully. There was no reported patient injury. The product was clinically used and it will be returned for analysis. The target lesion was the common iliac artery.  The patient¿s information, patient¿s vessel level of tortuousness, calcification and the rate of stenosis was unknown. There was no difficulty removing the product from the hoop.  No difficulty was encountered when removing the protective balloon cover. There was no difficulty removing the stylet or any of the sterile packaging components. No kinks or other damages were noted prior to inserting the product the product into the patient. The product burst when the complaint product attempted to go through the stent. The device prepped normally (i.e. Maintain negative pressure). The product was removed intact (in one piece) from the patient.